Event description:
The customer contact reported hemolysis during in-vitro testing at the user facility. The customer contact indicated that the testing was performed to evaluate possible hemolysis of prbc (packed red blood cells) with additive cdpa (citrate, phosphate, dextros-adenine) (75% hematocrit) vs. Additive as-5 (55-65% hematocrit). Results of prbc post infusion samples with both additives were reported as showing increased moderate hemolysis (3-4+). There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.